Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nurse stated the patient had been experiencing frequent falls, with three falls the previous day and a total of eight this month, starting at the beginning of the month. The caller also noted the patient had been hallucinating and exhibiting increased behavioral changes. During a visit, the patient's son found the stimulator was turned off when it was supposed to be on, despite the patient being mentally aware at the time. Patient services assisted the caller in checking the stimulator status, confirming that stimulation was on and set to 3.3v and 3.7v, and reviewed the use of the patient programmer. The caller mentioned the patient is in hospice and has not seen their healthcare provider recently. The caller was redirected to the patient's healthcare provider for further management.